Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the station. The technical support specialist (tss) checked the server and confirmed that station amhnor9 was communicating properly. There were no errors or alerts related to the missing patient in health sight viewer. The patient was visible under patient and visit with the provided visit ID, showing admission and discharge date. The patient¿s unit was a3, which was mapped to area mhn3medsurg. However, station amhnor9 was mapped exclusively to area mhnor, which was not included in the patient¿s unit coverage. This mismatch was the reason the patient did not appear on the station. Since the patient had already been discharged and the orders were updated correctly, the tss shared the findings with the customer. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients' details were not crossing over. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.